Manufacturer narrative:
Pt info not provided as not pt was involved in this concern. RMA issue. Investigation is currently in progress.

Event description:
A medtronic rep reported that after the stealthstation tria navigation is powered on for hrs, stuck pixels are detected on the lcd. There was no pt present.